Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she has been having issues with low blood glucose levels in the morning. At 7:00 am blood glucose level is 70 mg/dl treated by drinking a glass of juice. At 7:30 am blood glucose level lowered to 48 mg/dl, so she suspended the insulin pump and drank another glass of juice. Troubleshooting was performed. Customer was advised to disconnect from the device. Drive support cap is normal. Customer changes infusion set everyday. Reviewed priming technique. Customer stated settings are correct. Had a 7:30 am basal that started that day and it was suspended. Was unable to perform displacement test. Customer was advised to speak to her doctor. Customer stated the device was exposed to x-ray. Customer insured that she does not use bolus wizard and only uses manual bolus in blood glucose is 200 mg/dl at breakfast. No further information reported.